Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. Preliminary analysis revealed no pacing output. Further testing revealed that the no output condition was the result of lifted hybrid bond wires. Analysis of the memory dump data revealed the device lead impedance measured opens on (B)(4) 2008. Because the explant date is not available it is not possible to determine if the wire bond lifts occurred before or after explant. The device is part of the advisory for this model.